Event description:
The customer tested his blood glucose and rec'd a reading of 193 mg/dl using his contour meter. He retested using another meter and rec'd a reading of 63 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer service was unable to gather more info or troubleshoot the customer's meter before he decided to end the call. No product will be returned for eval.

Manufacturer narrative:
The customer did not provide a meter serial number, so it was not possible to determine the manufacture date.